Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the hematocrit saturation (h/sat) cable was fractured. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Upon evaluation at the manufacturer. Found severe damage to the cable. Internal wires are broken and conductors are exposed.